Event description:
It was reported that during a prostate procedure, the first fiber issue ¿the fiber stopped rotating, like the inner and outer sheath became separated". At 191,039 joules. The fiber was exchanged; the second fiber issue ¿aim beam fires straight out of the fiber" at 39,657 joules. The fiber was exchanged; the third fiber issue ¿aim beam fires straight out of the fiber" at 50,559 joules. The fiber was exchanged, the fourth fiber issue "aim beam fires straight out of the fiber" at 74,296 joules. This fiber was also used to complete the case. Patient outcome: no patient or user injury reported. This report is for the 4th fiber

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).